Manufacturer narrative:
The reported explanted device was not returned to manufacturer, therefore, without receipt of the reported device the root-cause for this device explant cannot be determined. Additional information will be reported if received.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately fourteen (14) months, was explanted due to unknown reasons. The explanted device was replaced with a prosthetic valve. Follow ups with health care provider seeking further event and device information were unsuccessful.